Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained right ventricular oversensing episodes and increased hv lead impedance were noted via a merlin.net transmission. Upon review of the episodes, it was noted that suspected noise or myopotential oversensing may have triggered non-sustained rv oversensing. It was discussed to turning off the lfa filter to evaluate the episode and bring the patient to the clinic to make programming change. It was later reported that the patient expired. Device was unable to be interrogated at time of death. There is no known allegation from a health care professional that suggests the death was device related. The cause of death is not available.